Event description:
A customer reported that their insulin pump triggered an altitude alarm, resulting in their blood glucose level exceeding 500 mg/dl; the precise value was labeled "high." The customer administered a correction injection using a manual method and did not require assistance from others. Technical support planned to replace the pump, provided instructions on returning the problematic device, and ensured backup insulin therapy through the manual method.